Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the load did not fire after pressing the green button and squeezing the handle. A load exchange had been made to resolve the issue in order to complete the case. There was no patient injury.